Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call damage to the insulin pump reservoir retainer ring. The customer¿s blood glucose was 5.1 mmol/l at the time of incident. Customer stated that the insulin pump reservoir retainer ring is broken and the o-rings were missing. Customer also reported that the insulin pump had a button error alarm and was able to clear it. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.